Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was not infusing as expected during patient therapy. The reporter indicated that throughout the first few hours of their shift they had to increase the norepinephrine dose as the patient's blood pressure was continuing to decline. Upon inspection of the tubing it was discovered that the infusion was not dripping into the drip chamber. No alarm sounded on the pump. They started a new infusion on the patient with a new pump and a new bag of norepinephrine. The patient's blood pressure started to increase. No additional information was provided related to this event.